Manufacturer narrative:
Qn#(B)(4). The reported complaint that "shut off while on patient. Screen went blank" is not able to be confirmed. The product was not returned for investigation. According to the attached service report, the field service agent could not duplicate the reported issue. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "pump shut off while on patient. Screen went blank. Unit booted back up on its own and kept pumping. Pump was left on patient as balloon was to be dc'd shortly. Pump not swapped out. No complications were reported". No patient injury or consequence reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "pump shut off while on patient. Screen went blank. Unit booted back up on its own and kept pumping. Pump was left on patient as balloon was to be dc'd shortly. Pump not swapped out. No complications were reported". No patient injury or consequence reported.